Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). On an unreported date, the patient died. The cause of death was unknown. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd893891 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). Upon further investigation it was determined that the event of patient death was reported in error.

Event description:
This is report 2 of 4. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for six days. The patient was treated ceftazidime (dose, route unknown). Pd catheter pulled and the patient placed on hemodialysis. Per the rn and patient, no defective packaging or dry minicap was observed. The cause was unknown. Per the rn, these events were unrelated to baxter devices or solutions.